Event description:
Boston scientific received information that this right atrial (ra) lead displayed separation of the ring electrode from the terminal pin. This was noted after this lead was removed from the header during a normal device change out. The physician decided to keep this lead in service with the new device implanted. No noise or over sensing occurred. This lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.